Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string broke and had to manually remove it. Multiple attempts made to further obtain information regarding the usage of product however no further information has been received.